Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic insulation had separated from metal jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Plastic insulation had separated from metal jaws on harvesting tool. Fault was noticed prior to use. Kit will be collected on (B)(6) 2016, no patient details are available as fault occurred several weeks ago but was only just reported. Customer opened another kit for use.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection determined that the silicone insulation was not peeled away from the cold jaw support but the heater wire was flexed away from the hot jaws and detached at the tip. Char buildup was observed on the jaws. The wire remained at the base of the jaws. Based on the returned condition of the device the reported complaint was not confirmed for ¿insulation -peeled¿ but was confirmed for "bent wire- detached/bent". Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 plastic insulation had separated from metal jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Plastic insulation had separated from metal jaws on harvesting tool. Fault was noticed prior to use. Kit will be collected on 10/03/16, no patient details are available as fault occurred several weeks ago but was only just reported. Customer opened another kit for use.